Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd, cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
The customer reported via phone call of damages on the screen of the insulin pump. The customer's blood glucose reading was 123 mg/dl. The customer stated that she was getting undressed and the pump fell to the floor. The customer stated that there are cracks on the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.